Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Unknown. H3: analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertain to the product code vp2826. During visual inspection of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. Per the sample condition, the suture cannot be dispensed, and the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Trade name irgacare®. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 472 g/m.

Event description:
It was reported that a patient underwent a lap appendectomy procedure on (B)(6) 2023 and suture was used. While opening the foil, the suture got separated from the swage point. There were no adverse patient consequences reported. Additional information was requested.